Manufacturer narrative:
H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cloudiness". In a separate visit the lens was explanted. Reportedly, "patient elected to not replace". If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, "the lens clouded and needed to be removed". Reportedly, "implanted a lens that stars issued a voluntary recall notice for. At the time, the patient was seeing well and there was not an issue, discovered a 'cloudiness' to this icl that was implanted". In a separate visit the lens was explanted. Reportedly, "after problem with icl patient preferred no icl and instead clear lens exchange. I provided this surgery for free due to failure of the device. Now patient now sees better than 20/20". The cause of the event was reported as the device. Cause details provided: "device was reported defective due to clouding. Clouding became worse". H6-health effect- clinical code: "4581- clear lens exchange" and "lens clouded" should be added. Additional information: h6- type of investigation code: 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
Additional data: b5 a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced "cloudiness". In a separate visit the lens was explanted. Reportedly, "patient elected to not replace". The cause of the event was reported as the device. Cause details provided: "device was reported defective due to clouding. Clouding became worse". (B)(4).